Event description:
It was reported that during a coronary drug eluting treatment procedure, the stent struts were not mounted correctly. After unpacking the taxus express2 8.8% 3.0 x 20 mm it was noticed that a stent strut was not correctly mounted. Consequently, the stent was never used and had never touched the pt. The procedure was successfully completed using another taxus express2 8.8% 3.0 x 20 mm. Pt status is reported to be "satisfactory/good."